Event description:
The facility reported that the pump turned off by itself. Information was not provided regarding whether or not the pump was in patient use when the reported condition occurred. The hospital representative stated that there was no report of patient incident since the last baxter service event. Attempts were made to obtain extra information regarding patient demographics, set up of the pump, medical intervention, and the medication involved but no additional details are known. No additional contacts were provided.